Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was misfiring. As per reporter the malfunction could lead to patient bleeding after surgery and was unsafe to use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was misfiring. There was no patient harm.